Event description:
A healthcare professional report that a vitreotome did not work during surgery. The event was noticed while the patient had the contact with the equipment. The procedure was completed using a new pak without any delay. The patient did not experience any harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).